Manufacturer narrative:
(B)(4). The whisper guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported balloon/shaft separation and difficult to position/difficult to remove (guide wire resistance) were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature.

Event description:
It was reported that when a 3.0 x 23 mm xience v stent delivery system (sds) was being advanced over a whisper guide wire, the catheter stuck on the guide wire and when attempting to continue to advance the sds, the balloon separated from the outer member before the sds entered the anatomy. The inner member remained intact. The sds and the guide wire were removed as a single unit and a new xience v and whisper guide wire were successfully used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.